Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time, however; the patients fall may have attributed to the reported event.

Event description:
Information was received that the crown on the nail was broken. As per reporter, the patient may have suffered a fall. No revision procedure is planned at this time.